Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During repair of this device by philips for an unrelated issue, an intermittent incomplete electrical connection between the therapy cable and therapy port was noted.